Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a gi bleed. The hospital staff tried to manage the gi bleed with anticoagulation medication, but they ended up holding the coumadin. The pt is currently doing well. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.